Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified and moderately tortuous mid right coronary artery (rca). A 3.50mm x 20mm emerge¿ balloon catheter was advanced for pre-dilatation and was initially inflated at 12 atmospheres for 20 seconds. The device was slightly pulled to proximal portion of the lesion and subsequently, the physician performed second inflation at 4 atmospheres, then the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified and moderately tortuous mid right coronary artery (rca). A 3.50mm x 20mm emerge¿ balloon catheter was advanced for pre-dilatation and was initially inflated at 12 atmospheres for 20 seconds. The device was slightly pulled to proximal portion of the lesion and subsequently, the physician performed second inflation at 4 atmospheres, then the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of emerge balloon catheter with no other devices. There was blood in the inflation lumen and wire lumen. Magnified inspection identified a 5mm scratch with a longitudinal tear in the balloon material on the proximal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material and ro markerbands that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).